Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard but the tissue was not cauterized enough. Another device was used to complete the procedure without issue. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.